Manufacturer narrative:
Concomitant medical products: 4076 lead; implanted: (B)(6) 2014; 4296 lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos) post-pace. The rv sensing was reprogrammed, however the twos persisted. The atrioventricular delays were shortened and reprogrammed with no twos present thereafter. The rv lead remains in use. No patient complications have been reported as a result of this event.